Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3/12/2025, it was reported by a sales representative via email that the fibertak from an ar-8988-cp fiberlock suspension system would not deploy across the far cortex. After reloading the anchor and verifying with fluoroscopy that it was across the far cortex, the anchor would not set. The case was completed by drilling another hole and using a new ar-8988-cp fiberlock suspension system. This was discovered during a cmc suspensionplasty procedure on (B)(6) 2025. Additional information requested on 3/28/2025.

Manufacturer narrative:
Additional information: b5, g3

Event description:
Additional information received: nothing broke inside the patient. The case was delayed several minutes while reloading the fibertak anchor and trying to redeploy the anchor. Additional anesthesia was not administered to the patient. The patient had good bone quality, we used the 3.0 mm drill to insert the swivelock in the base of the 1st metacarpal.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.